Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 and the cause of death provided was multi-organ failure. Whether the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation.

Event description:
Additional information reported that the adverse event was not lvas related, and the pump worked as expected and there were no issues related to the pump.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for mlp-027042 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.